Event description:
A malfunction on the pump was reported after it got water on it, and a malfunction code malf 3 was displayed, which couldn't be reset. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support decided to replace the pump, advised the customer to use multiple daily injections as a backup therapy, and prepared to deliver a pump with updated software. Instructions were provided for storage mode, and the customer understood the guidance given.